Manufacturer narrative:
As reported, during an interventional endovascular procedure for a chronic total occlusion (cto) while using a 120 cm. Outback elite re-entry catheter, the needle would not go come out of the system/cto catheter system. The system was tested/checked prior to use and worked appropriately. The outback was introduced over a .014 guidewire and was placed in the right position/at the target lesion. The outback was successfully removed from the patient. There was no reported patient injury, complication, or issues in relation to the device. The product analysis indicated that the cannula was not deployed. There was a fracture/rupture noted in the outer shaft at 2.5 cm from the distal end and the cannula needle came out through the fracture/rupture section. One non-sterile outback elite 120cm re-entry was received coiled in a plastic bag. The cannula was not deployed. There was a fracture/rupture noted in the outer shaft at 2.5 cm from the distal end and the cannula needle came out through the fracture/rupture. No other anomalies were observed. Microscopic analysis at the distal end section of the outback catheter showed an elongation condition on the fractured/ruptured section. Also, plastic deformation was observed and the borders of both sections showed frayed/ragged edges. The mentioned material characteristics suggest that the device was induced to stretching/pulling events that exceed the material yield strength prior to the fracture/ruptured condition. Functional test could not be performed due to the fracture/rupture found on the shaft. The cannula length could not be measured due to the distal tip rupture. A review of the manufacturing documentation associated with lot 17623228 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The event reported by the customer as ¿cannula/needle (outback only) - deployment difficulty-unable to¿ was confirmed due to the condition in which the product was received. The exact cause of the event could be related to the fracture/rupture found on the distal shaft. The exact cause of the shaft fracture could not be conclusively determined. However, patient and/or procedural factors may have contributed to the reported complaint as shown by the elongations and plastic deformations during the product analysis. The product instructions for use (IFU) instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the device history record review suggests that this event is related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
As reported, during an interventional endovascular procedure for a chronic total occlusion (cto) while using a 120 cm. Outback elite re-entry catheter, the needle would not go out of the system/cto catheter system. The system was tested/checked prior to use and worked appropriately. The outback was introduced over a .014 guidewire and was placed in the right position/at the target lesion. The outback was successfully from the patient. There was no reported patient injury, complication, or issues in relation to the device. The product will be returned for analysis. The product analysis indicated that the cannula was not deployed. There was a fracture\rupture noted in the outer shaft at 2.5 cm from distal end and the cannula needle came out through the fracture\rupture. Additional product malfunction code added.